Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous services. The reported issue was confirmed. Three performance verification tests were performed. The root cause of the issue was not found. The device passed all tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed pm, +- 8%, then 8.5% second time. Patient involvement unknown.